Manufacturer narrative:
Final analysis of the pump revealed no anomaly found; final analysis of the catheter revealed a dark residue occlusion in the d ispensing holes. As received, dark foreign material was seen in the most proximal of the dispensing holes. When initially tested for patency, an occlusion was seen. After decontamination the dark foreign material was no longer in the dispensing holes however, the catheter was still discolored in that area and the occlusion went away.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l81058, implanted: (B)(6) 2000, explanted: (B)(6) 2013, product type: catheter. (B)(4).

Event description:
It was reported that the catheter was attempted to be aspirated and injected with dye, but the catheter was unable to be aspirated. A catheter occlusion occurred. The location was unknown. A catheter replacement occurred. At the time of the report, the patient was without injury. The device system contained compounded baclofen, morphine, clonidine and fentanyl. It was later reported that the pump was replaced due to end of life. The location of the catheter occlusion was not determined but was ¿probably at the catheter tip¿. The pump segment was attempted to be aspirated with no success. The physician opened the spine incision and cut the catheter near the anchor. They were still unable to aspirate. At the time of this report, the patient was receiving effective therapy.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.